Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, foreign substances were found inside the sterile product when the nurse opened the sterile package. An additional product that the nurse opened was able to be used for the surgery. There was no patient impact, but a delay of approximately 0¿15 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.